Event description:
It was reported that atrial undersensing was observed on the ventricular automatic threshold electrogram. The physician was informed. The atrial lead remains in service and no adverse patient effects were reported.